Manufacturer narrative:
(B)(4). Date sent: 03/31/2020. D4: batch # t5dr01. Device analysis: the analysis results found that the cdh29pdevice arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, open shroud weld seam did not impact the experience since the device held the battery in place and completed the firing during use and at pi lab. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. No conclusion could be reached as what may have caused the open shroud weld seam of the device, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the device functioned as it should, but when the doctor inspected the donuts, they seemed to be connected by a piece of tissue and a few staples hadn¿t formed correctly. A leak test was performed afterwards and there were no air bubbles, so no need to over sew. Surgery was not delayed and there were no patient consequences.